Event description:
It was reported that the right ventricular [rv] lead had short v-v counts, noise was present and there was "possible lead failure." It was also reported that a lead integrity alert [lia] was triggered. The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered 3 - patient alerts for lead failure predictor between (B)(6) 2012 13:53:12 and (B)(6) 2012 17:47:42. Sensing - oversensing 15 - ventricular nst<=200 ms between (B)(6) 2012 14:35:26 and (B)(6) 2012 10:52:46. 2 - vf<=200 ms average v-cycle on (B)(6) 2011 at 09:23:34 and 09:32:50. Sensing - interference/noise. Ventricular short interval count v-sic=30.6 counts avg/day, in 11 days, between (B)(6) 2012 14:12:44 and (B)(6) 2012 14:07:36.